Manufacturer narrative:
This is a known malfunction with the precision link software that can lead to incorrect trending results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec006 letter. The device manufacturer date for the suspect device is unknown.

Event description:
Customer reported receiving an e6 message on the display of their adc blood glucose meter and they reported to be a user of the precision link data management system. There was no report of death, serious injury and mistreatment associated with this event.